Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the infusion device displayed an electronic error and the patient suffered hyperglycemia. It was alleged that the infusion device displayed an electronic error and the patient was unable to re-start the device. The patient attempted to self treat with insulin injections, however his blood glucose continued to increase. The patient experienced elevated blood glucose symptoms and went to the hospital. At the hospital the patient was diagnosed and with diabetic ketoacidosis and received treatment. The blood glucose results and type of treatment provided by the hospital were unknown. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.